Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The greater than 70% stenosed target lesion was located in a coronary vessel. A 2.25x16mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, the stent dislodged inside the patient and required snaring for removal. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The greater than 70% stenosed target lesion was located in a coronary vessel. A 2.25x16mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, the stent dislodged inside the patient and required snaring for removal. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned. However, six series of angiographic procedural media were received on a cd. Contrast flow through the left side of the heart showed narrowing of flow in the left circumflex artery (lcx), at a bifurcation site to a side branch. The lcx was wired; a guidewire was placed in the main lcx and another was extending into a side branch. A stent was positioned in the lcx at a site which was noted to be narrowed. The stent was placed across the wired side branch. It then appeared that the stent had not been deployed and had been removed. The wire in the side branch was removed and the final series showed a guidewire in the lcx with the flow narrowing still evident at the lcx bifurcation. The media review was not consistent with the reported event as there was no evidence of any stent dislodgement in the series provided. The reported stent dislodgment may have occurred during time gaps which were noted between the series or after the last provided series.